Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal. Preliminary test results were acceptable. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to discomfort. The patient's status was unknown.